Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: frequent urination, unable to sleep, and shakiness. A patient reported they were unable to test on the one touch profile. Their meter allegedly would only prompt insert strip and error 1 message. Patient was unable to obtain a blood glucose result on the meter. The results on th neighbor and doctor meters were unknown. Treatment was unknown. Patient has been unable to test on the meter for a long while. Patient has been going to the neighbors and doctor's office for regular blood glucose testing. Patient is currently being tested for possible enlarged spleen and liver. The doctor stated the enlarged spleen and liver may be due to patient's hyperglycemia. Patient is not taking any medication for diabetes and controls through diet. No further information has been reported.